Event description:
It was reported by a company representative that a vns patient had their device explanted due to infection. Review of the manufacturing records revealed the devices were sterilized prior to distribution. Additional relevant information has not been received to-date.

Event description:
Follow-up to the company representative clarified that this report of infection was for the same patient as reported in MFR report# 1644487-2016-01812, and the report was inadvertently duplicated. Additional relevant information received from the investigation will continue in MFR report# 1644487-2016-01812.